Manufacturer narrative:
(B)(4). The analysis found that one long60a device was returned in good visual condition and with no cartridge reload present. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as no cartridge was received for analysis.

Event description:
It was reported that during a sleeve gastrectomy procedure, the plastic piece of the cartridge separated from the metal pan. After the firing stroke, when they went to remove the cartridge, the metal frame of the cartridge remained in the jaws. No patient impact reported. No other details presently known.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.